Event description:
It was reported that the insulin pump is under-delivering insulin. Customer's blood glucose reading is 301 mg/dl. The blood glucose reading have been 400 to 500 range. Customer has treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.